Event description:
The physician reported that the silicone sealing cap associated to the connection set-screws was disengaged from epoxy header.

Event description:
The physician reported that the silicone sealing cap associated to the connection set-screws was disengaged from epoxy header.

Event description:
The physician reported that the silicone sealing cap associated to the connection set-screws was disengaged from epoxy header.

Manufacturer narrative:
.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical and mechanical characteristics are within specifications. The reported silicone cap detachment was confirmed by this analysis, as well.